Manufacturer narrative:
One smiths medical medusion pump was returned for analysis in a good condition. Event log history was performed and indicated that primary audible alarm background (bgnd) test was recorded in history. During analysis, the reported issue was unable to be duplicated. Service replaced speaker as a preventive maintenance. Service also performed preventive maintenance (pm) and all functional testing. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that a smiths medical medfusion pump had a broken handle/damaged case and exhibited system failure and it was also noted that the tubing guide was broke. No patient involvement in this event. No adverse effects were reported.